Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump had abnormal sound. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) stated that an abnormal sound coming from the unit reported by the customer. While checking the unit it was observed that there is some noise coming from the compressor while pumping. To resolve the issue fse calibrated the drive and vacuum pressure within the range. After that did all functional test passed successfully. Checked the performance of the unit with trainer and balloon connected for more than hour no issue occurred again . Unit working satisfactory without an abnormal sound.the corrective action involved calibrating the drive and vacuum pressure to bring them within the specified range. After calibration, all functional tests passed successfully, and the unit performed normally during extended testing with a trainer and balloon connected for over an hour.

Event description:
It was reported during use the cardiosave intra aortic balloon pump (iabp)'s issue was an abnormal sound coming from the cardiosave unit during operation. The sound was specifically traced to the compressor while pumping. There was patient involved and no harm reported.